Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 429 mg/dl. The customer did experienced the symptoms such as nausea,vomiting,abdominal pain and difficulty in breathing. Customer was not using auto mode during high blood glucose. Customer also reported that insulin pump case was cracked. The insulin pump will be returned for analysis.

Manufacturer narrative:
The additional information has been received which was not available with the initial report. The added information given with this report in section b5. (B)(4).

Event description:
Customer was hospitalized on (B)(6)2020 with blood glucose of almost 400 mg/dl. Customer experienced symptoms such as dehydration and diarrhea. Customer was treated with insulin shot or fluids or blood work or they also did some asthma treatments because the customer did not have my inhalator. The insulin pump was not on auto mode at the time of event.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with partially detached retainer, broken reservoir tube lip, cracked case behind the pump at the battery compartment, serial number label fading, pillowing keypad overlay and minor scratched lcd window. (B)(4).